Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider reporting that the cause of the sudden dizziness, lightheadedness, and high blood pressure was not determined. Actions/interventions included reverting to prior settings but symptoms persisted. Symptoms were due to a medication change. The issue is reported to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient said that their healthcare provider made adjustments last wednesday. Since then they go to bed dizzy and wake up dizzy and light headed. They stated they have high blood pressure. They wanted to know if an adjustment could cause this. It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.